Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, baker grade unknown and infection (early onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and infection (early onset).

Event description:
Healthcare professional reported left side "previous infection and capsular contracture" baker grade not specified. Device has been explanted.

Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Sterilization run 30035797 not related to any additional infection complaint records reported as of today. During the trend review of all infection complaints for gel breast implants for the period of (B)(6) 2019 through (B)(6) 2020, was noted an outlier in apr 2019. An additional analysis was performed to determine any pattern or any similarities related to the complaints involved. It was found that some primary packaging operators were involved in more than one occasion; however, the people were trained in the corresponding procedure. Also, calibration and maintenance of the equipment involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to manufacturing process and there is not an adverse trend for this type of event, no corrective action is deemed necessary at this time.

Event description:
Healthcare professional reported left side "previous infection and capsular contracture" baker grade not specified. Device has been explanted.

Event description:
Healthcare professional reported left side "previous infection and capsular contracture" baker grade not specified. Device has been explanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade unknown and infection (late onset).